Event description:
Report received indicated that the stent pre deployed and there was inaccurate stent placement in the iliac vessel (a non-target site). There was no pt injury reported. The product remains implanted in the pt and is not available for analysis. Additional info will be sent within 30 days upon receipt.